Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to charging difficulties. The ipg was retained due to clinic policy and will not be returned for analysis. Postoperatively, the patient reported receiving great coverage.

Manufacturer narrative:
Correction to the supplemental MDR in b5 and h6. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was electively replaced after reaching the expected behavior of charging difficulties associated with the ipg lifecycle. The ipg was retained due to clinic policy and will not be returned for analysis. Postoperatively, the patient reported receiving great coverage.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.